Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue started approximately 1 1/2 months prior to contacting lfs. The patient stated that she controls her diabetes with insulin (novolin insulin rnn). It is not known what action, if any, the patient took in regards to her usual diabetes management routine in response to the alleged meter issue. In november 2016, at an unknown time after the start of the meter issue, the patient became "unconscious". In response to this symptom, she received treatment from emergency medical service personnel in the form of IV glucose. The patient stated that she required the same treatment 5 times in one week. During troubleshooting the csr confirmed that this was not the first usage of the device and that it had not been misused. It was confirmed that the patient was using the correct test strips and that the meter would not power on via either their insertion into the device or through pressing the power button. Based on the information provided by the patient the meter batteries did not require replacement. The issue could not be resolved with training. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.